Event description:
Report received of an over-delivery. It was reported that the device was returned from clinical services with an unsigned note stating, "infused too much, was set to correct rate period". There was no tracking information (nurse, patient, location) available. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was received.